Event description:
The customer reported the battery keeps popping out of the battery bay.

Manufacturer narrative:
(B)(4). The customer isolated the issue to a defective battery latch assembly. There was no reported patient involvement. The customer replaced the battery latch assembly which resolved the issue. The device was tested and placed back into service. We will consider this a malfunction of the battery latch assembly where the battery kept popping out.